Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: twelve hours after connection, leakage occurred between c35j and PICC. The leakage was noticed when the infusion pump alarm sounded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no physical samples were provided to our quality team for investigation. One photo which displays the IV set indicated to be attached to our component was provided. We are not able to clearly see the luer pictured, therefore, cannot determine if it is compatible with our product. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to our product or manufacturing at this time.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: twelve hours after connection, leakage occurred between c35j and PICC. The leakage was noticed when the infusion pump alarm sounded.